Event description:
During routine testing, the device made noise when charging, then dumped the charge. This would prevent shocking a patient. There was no patient involvement.

Manufacturer narrative:
The evaluation of the device did duplicate 'device makes noise then dumps charge'. The investigation lead to a connector pin on the adjacent circuit board had pierced through the insulated barrier. The device was repaired and tested. The device performed in accordance with specifications.